Event description:
Received info that load fill tubing stopped at 9.8 units and a message asking for minimum of 50 units was displayed. Reportedly, the cartridge had been filled with 250 units of water. Issue was resolved by changing the cartridge. There was no pt involvement as the pump was a demo pump being filled with water.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.